Event description:
The stent was partially deployed during preparation of the device, not during unpacking as intially reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent was partially deployed when removed from the packaging. There was no reported difficulties removing the device. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xpert self expanding stent system (sess) noted blood on the outer tube and saline on the stent implant, consistent with possible handling of the product. The outer tube was retracted 4 mm from the soft tip. The first six rows of the stent implant were fully expanded distal to the distal marker. The proximal end of the stent implant was 1.5 cm distal to the proximal marker. There was no other damage noted to the stent implant. The shaft was kinked at the distal end of the strain relief tubing and 10.2 cm distal to it. The tuohy borst adapter was tight on the metal shaft. There was no other damage noted to the sess. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. It may be possible that the premature deployment is related to handling and/or inadvertently pulling on the tuohy borst adapter; however, this could not be confirmed. The kink noted at the distal end of the strain relief tubing may be related to inadvertent mishandling prior to use or handling/packaging the device for return to abbott vascular. This kink may also be a contributing factor for the premature deployment; however this cannot be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.